Event description:
It was reported that the lead dislodged. The lead was repositioned, however two days later it was noted have dislodged again. During the second repositioning procedure the lead tip would not extend. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
(B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the helix was distorted/bent and there was apparent explant damage. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.